Event description:
The instrument was reported for an unknown allegation. The issue did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument was reported for an unknown allegation. The issue did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the attune fb tibial impactor was broken in two parts, at the middle section. The broken fragments were returned for evaluation. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.